Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted mediastinal thymoma resection procedure, the maryland bipolar forceps (mbf) instrument was inadvertently moved outside the field of view, resulting with an injury to the aorta and subsequent bleeding. To manage the bleeding, the procedure was converted to a thoracotomy procedure, and hemostasis was achieved by applying compression with gauze. The estimated blood loss was approximately 120 ml, and it is unknown whether the patient required a transfusion. According to the nurse, the injury occurred while the surgeon¿s head was positioned inside the surgeon side console¿s (ssc) high resolution stereo viewer (hrsv) and the mbf instrument was being intentionally moved outside the surgical field of view. The movement of the mbf instrument was deliberate; it did not move on its own. Furthermore, the doctor stated that the da vinci system, its instruments, or accessories did not cause or contribute to the reported event. The procedure was completed successfully, and the patient has not experienced any postoperative complications. The patient remains in the intensive care unit (ICU) and is currently undergoing rehabilitation.